Event description:
The device is part of a recall population and upon receipt, it was found to be failing self test.

Manufacturer narrative:
(B)(4). Currently pending return for device evaluation. Device MFR date: june 2008.